Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly for the second penumbra smart coil (smart coil) evaluated. The embolization coil was intact with its pusher assembly. The embolization coil wind were offset. Conclusions: evaluation of the first and second revealed that the smart coil embolization coil winds were offset. This type of damage typically occurs due to improper handling during use. If the introducer sheath is not aligned inside the hub of the microcatheter prior to advancement, damage such as this may occur. The offset coil winds likely contributed to the smart coils becoming stuck around the hub of the microcatheter during the procedure. The first and second smart coils were attempted to be advanced through a demonstration microcatheter. While attempting to advance the first smart coil through the demonstration microcatheter; resistance was encountered as the embolization coil entered the hub of the microcatheter and the smart coil could not be advanced any further. While attempting to advance the second smart coil through the microcatheter; resistance was encountered as the smart coil was being advanced within its introducer sheath and the smart coil could not be advanced any further. The non-penumbra microcatheter referred to in the complaint was not returned to penumbra for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00569.

Event description:
The patient was undergoing a coil embolization procedure in the left and right vertebral artery using penumbra smart coils (smart coils). During the procedure, while attempting to advance a smart coil out of its introducer sheath and into a non-penumbra microcatheter, the smart coil became stuck around the hub of the microcatheter and would not advance further; therefore, it was removed. The physician then successfully placed a new smart coil in the target vessel using the same microcatheter. While attempting to advance a new smart coil through the microcatheter, the physician encountered the same issue as with the first smart coil; therefore, it was removed. The procedure was successfully completed using additional smart coils, other coils and the same microcatheter. There was no report of an adverse effect to the patient.